Event description:
It was reported that this implantable pacemaker device exhibited rapid battery depletion. This device battery longevity went from 8 to 5 years in just a few months. Boston scientific technical service (ts) reviewed and noted that the power consumption was normal but when the patient was on atrial fibrillation (af) it increases from 38 to 54 microwatts. The patient was now back in sinus and ts advised to continue monitoring. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited rapid battery depletion. This device battery longevity went from 8 to 5 years in just a few months. Boston scientific technical service (ts) reviewed and noted that the power consumption was normal but when the patient was on atrial fibrillation (af) it increases from 38 to 54 microwatts. The patient was now back in sinus and ts advised to continue monitoring. This device remains in service. No adverse patient effects were reported.